Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that there were three different incidents with three different patients. Incident details: during a dental surgery the drill overheated and it burned the inside of the patient's mouth. The drill still has parts of the soft tissue from the patient's mouth. During a dental surgery the hand piece started smoking, the hand piece was changed and the surgery was able to be completed. During a dental surgery the oil inside the drill started leaking inside the patient's mouth. No harm to the patient. All med watch submissions related to this report are: 9610612-2017-00296, 9610612-2017-00297, 9610612-2017-00298. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm (x3). Gd678 / microspeed uni micro 150 motor (x3). Gd672 / microspeed uni motor cable f/foot ctrl. (X3).

Manufacturer narrative:
Baskets and lids operated within specification, and did not contribute to the complaint.